Event description:
Pt was undergoing a left hip arthroplasty for replacement of old hardware. Had a recent motor vehicle accident which made walking ability worsen. During surgery and following cementation of the femoral stem, the pt experienced a loss of b/p. Rapid closure was done, the pt converted to a supine position for resuscitation. Responded to aggressive treatment, but remained unresponsive and expired five days later.